Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2023 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Investigation findings and conclusions have been updated.

Event description:
It was reported the patient¿s ipg was stuck in MRI mode and unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.